Event description:
The pump was returned for investigation. Investigation revealed contamination under the button contacts. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: evaluation revealed that the keypad symbols were worn but the runner keypad was intact. The contrast button was found to be intermittently unresponsive and the other buttons responded appropriately. Removed keypad and found contamination under all contacts. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function. Device history record review was conducted on (B)(4) 2012. With the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.